Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that "despite the successful self-test the shock remains in failure impossible to defibrillate shock message cancel". There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that there was an error message, despite the successful self-test, the shock remains in failure impossible to defibrillate message shock cancel. Available details indicate that the customer reports that the function test fails when the "charge" button is pressed, and that the multifunction paddle/electrode test fails despite replacement of the external paddles and multifunction cable. Following analysis of the logs, the defibrillator displays error code "7:14". Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.